Event description:
Additional information was received from a patient on 2017-feb-07. The patient stated that the circumstance that led to the device not working properly, the numbness and shocking in their left foot/leg was that there was a low shortage. The patient could not turn settings. They could not adjust the device. Their left foot to toes gave shocking pain-bump. The patient met with their manufacture representative and needs to follow up with their healthcare professional (hcp) to reset the device.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she was going to see a manufacturer representative (rep) in (B)(6) to check the device. The patient was on program 3 and they changed to program 4 during the call, the patient noted she was not feeling anything. The patient was able to sync with the implantable neurostimulator (ins) and the patient saw the stimulation off message. The patient was able to turn stimulation back on, she was seeing program 4 with a check mark and seeing the stimulation was on icon. Patient services noted the patient seemed to be struggling with trouble shooting during the call and provided contradicting information when troubleshooting. The patient noted they had contacted the healthcare professional (hcp) office and they told her to call the rep. The patient reported every time it was not working properly she had numbness in her left toes and on the top of her left foot, which would shot through the left side like a shocking pain. Additional information from the patient reported stimulation was ¿off setting,¿ the patient stated stimulation shot to the left. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0vr0e, implanted: (B)(4)2015, product type: lead. See manufacturer¿s reports # 3004209178-2016-10749 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they needed surgery ¿as there was a shortage of a lead wire¿ to be replaced by another. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the health care professional was never notified that patient had a 'short circuit' of their lead. Patient had left foot pain but contacted their manufacturer representative and the pain had resolved after some adjustments to settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the caller stated they were still having an issue and the hcp and rep were going to schedule for the patient to have a lead wire replacement. The caller stated they called and the rep helped them change the settings and the rep told them if it happened again they would need to replace the wire. Caller repeated they had their ins replaced because of premature battery depletion. There were no further complications reported.

Manufacturer narrative:
Medwatch contains duplicate information to what was already reported in this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins had to be replaced on (B)(6) 2017 because it was depleting faster than expected. The patient stated that the device did not last three years which was the expectation. They noted that "it would run faster" when they bent over and it was not "running proper like it's supposed to". There were no further complications reported or anticipated.